Event description:
It was reported the pt experienced a shocking or jolting sensation. The pt did note that palpating did cause stimulation sensation changes. There was no known accident or incident related to the event. No other symptoms or outcome were reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available.